Event description:
Healthcare professional reports two incidents of blood leaks. Blood was not returned to pts in both incidents. Dialysis treatment resumed with new disposables in one incident. No pt injury or medical intervention reported.